Manufacturer narrative:
(B)(4)

Event description:
Study coordinator contacted dexcom on behalf of patient on 05/20/2016 to report that on (B)(6) 2016, the patient's receiver displayed a calibration error. No additional patient or event information is available.